Event description:
The customer reported the battery charge led indicator is not working and the device won't recognize the ac module.

Manufacturer narrative:
(B)(4). The customer reported the battery charge led indicator is not working and the device won't recognize the ac module. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.